Manufacturer narrative:
Additional information updated in b2, b5, h3, and h6. The manufacturer internal reference number is: (B)(4).

Event description:
As per the information received during follow up the consumer was initially prescribed with two antibiotic eye drops, tobramycin and ciprofloxacin, to be applied every two hours for four days, along with an ophthalmic ointment for nightly use. Then, the regimen was adjusted to three drops per day. During a follow up consultation with her ophthalmologist that same week, it was confirmed that the abscess had fully resolved, leaving no scar, and that there was no longer any redness and eye pain. As part of the recovery plan, the ophthalmologist advised discontinuing contact lens wear for a period of seven weeks. Symptoms are resolved at the time of this report and no additional information has been requested.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information updated in field b5 and h6. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As per the information received during the follow up consumer experienced photophobia and excessive tearing along with the previous reported events and was diagnosed as a small central corneal ulcer measuring 1 mm in size at an early stage and almost non-infiltrated. The condition did not progress in size or severity during subsequent visits. Clinical findings included peripheral circular bulbar redness without anterior chamber reaction, no permanent opacity in the affected area, and features consistent with ulcerative keratitis, most likely of infectious origin. Lens handling and hygiene were assessed as adequate, and no additional examinations were performed. Current condition of consumer is symptoms resolved and resumed contact lens wear without difficulty. No additional information has been requested.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by other healthcare professional, it was stated that consumer experienced red eye and eye pain in the left eye after wearing the lenses continuously for 38 days, for which consumer has visited hospital where it was diagnosed with an abscess and was treated with unknown medication. The current symptom resolution is unknown at the time of this report. Additional information has been requested but not yet available.